Event description:
The site reports that the MRI series is splitting. There was no reported patient injury associated with this event.

Manufacturer narrative:
Investigation revealed the reported event is due to thread interference, as a thread is spawned for both the exam and the historical to open them at the same time. Both threads are trying to access and modify a static variable which specifies how each image in each series should be grouped (i.e. By series). This is now more evident because of multiple processors and faster pc's. A workaround is being implemented at the site until the next release of pacs which will address the issue. (B)(4).